Event description:
Caller reported a malfunction on the pump with code malf 12. Impact on the customer¿s blood glucose level was unknown or not disclosed. Customer received assistance from cts to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.